Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient faced a bent cannula on (B)(6) 2024 . His blood glucose level ranged between 300 to 350 mg/dl. The issue occurred with one infusion sets.used for five hours and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.